Event description:
Same case as MFR#: 2134265-2011-01647. It was reported that during a stenting treatment procedure stent damage occurred. The 99% stenosed target lesion being treated was located in the mildly calcified, mildly tortuous left anterior descending (lad) artery. Two promus element stent delivery systems (sds) of an unknown size were advanced to the lad and deployed. A 2.75mm quantum maverick balloon was then advanced to the lesion for post-dilation and inflated to 18 atms. While passing the balloon over the promus element stent the physician noted the stent was "shortened on both ends." It was noted that the other implanted promus element stent was also shortened. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).